Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer gave themselves "too much insulin" resulting in a low blood glucose (bg) level of 40 mg/dl. Method of insulin delivery was not provided. Customer required assistance from emergency medical technician (emt) who provided juice and crackers consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.